Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysis during treatment. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during treatment. A pt was connected to the machine at the time of the incident and there was no blood loss. Treatment was completed with no issues and the pt did not require any medical intervention. There were no issues and the pt did not require any medical intervention. There were no parts replaced on the device by the tech.